Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. Subsequently, the patient experienced a shoulder dislocation after lifting a heavy object and feeling the shoulder shift. The event required closed reduction under general anesthesia. The device remains implanted and the outcome is considered resolved. No further information is available.